Event description:
It was reported that this pacemaker recorded a code 1003 which states a voltage alert. A request was made to have data form this device analyzed. Data analysis identified that this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service.

Event description:
It was reported that this pacemaker recorded a code 1003 which states a voltage alert. A request was made to have data form this device analyzed. Data analysis identified that this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.